Event description:
The patient had a pacemaker inserted during 1991 for heart block. He presented to his private physician with symptoms of fatigue and EKG revealed 2:1 heart block and complete heart block. There was no pacemaker activity noted and therefore the device could not be interrogated. The patient had been checked regularly prior to this event. On 2/10/92, in an operative procedure, the leads were found to be satisfactory and the pulse generator demonstrated no output for sensing or pacing. The pulse generator was replaced and a post-operative check revealed the new device to be sensing and pacing.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: unknown. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: electrical problem, none or unknown, none or unknown, early eol, rrt indicator - end of life. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.